Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection to address bg. Customer changed pump supplies to address the issue. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.